Manufacturer narrative:
The device was not returned for further investigation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device would turn on and off intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h device code grid of the initial medwatch report indicates: failure to power up section h device code grid of the initial medwatch report should have indicated: intermittent loss of power

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device would turn on and off intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the customer's device would turn on and off intermittently. The device was decommissioned. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device would turn on and off intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.